Event description:
Device has been in the field since 4/21/2005 and was initially reported as being bent. Upon receipt and preliminary evaluation on 6/18/2007, device was found to fire straight shots.

Manufacturer narrative:
The subject device was found to produce straight shots which appears to be related to tip wear.